Event description:
Customer reported receiving an error alarm on the insulin pump. Customer also received an alarm during the manual prime. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to faulty force sensor. The device passed the displacement test and error alarm test. No unexpected high pitch sound or blank display noted during testing. The unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.